Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was only able to charge the pump when the usb cable was angled at a specific orientation inside of the pump usb port. Reportedly, the issue persisted despite the customer replacing the usb cable. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.